Manufacturer narrative:
Manufacturer's ref# sf (B)(4). Manufacturer's investigation: technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. 12jul2024: clinical evaluation of the event: it was reported that the shell has cracked and broken off. No further information was available despite attempts at follow up, no harm was reported. Device history record review have been completed. No deviation or changes were found during manufacturing of the device. Clinical evaluation according to clinical evaluation report: there is also risk that a hearing aid's ear mold may be damaged and potentially broken due to unexpected external mechanical force beyond typical use, and this is of most concern in the context of harder acrylic molds. Should an earmold break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the earmold is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid, and to consult with a hearing care professional if the earmold is broken. Risk assessment: the precise nature and circumstances surrounding this case are not clear. However, risks related to device mechanical damage are generally known, considered in the risk analysis and communicated to the user. This risk is deemed to be acceptable manufacturer's investigation is complete. This is an final report.

Event description:
On 22may2024 it was reported that the shell has cracked and broken off on an earmould. No harm has been reported. 12jul2024: despite attempts at follow up, no further information has been received. 15jul2024: no further follow up expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.

Event description:
On 22may2024 it was reported that the shell has cracked and broken off on an earmould. No harm has been reported. Further follow up is expected.